Event description:
It was reported that the arctic sun device would not power on and they were not interested in performing further investigation. Biomed would send a quote for depot assessment and loaner. Per investigator notification received on (B)(6)2023, it was reported that the unit failed initial test, water temperature sensor t3 out of range. Inlet temperature (t3) was 0.0.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed t3 thermistor. The device was evaluated. The t3 thermistor was reading 0.0, which was out of range. The manifold harness was replaced. The device passed all applicable testing and is ready for use. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not power on and they were not interested in performing further investigation. Biomed would send a quote for depot assessment and loaner. Per investigator notification received on 29jun2023, it was reported that the unit failed initial test, water temperature sensor t3 out of range. Inlet temperature (t3) was 0.0.